Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the omni is being used on a three-year-old with a lot of blocked alarms occurring. The child has a 14 french g-tube. He has a mini button with an l extension. He receives nourish formula at a rate of 100mls per hour. She adds 400 ml of water to 360 ml of formula. She also gently kneads the bag as the food is delivering. The customer is using the thick, feeding set. Additional information was received that the set is showing air in the line.

Manufacturer narrative:
There were no physical samples received for investigation, but one photo was provided. The photo was reviewed, and the reported condition was not observed. The device history record could not be performed because a lot number was not available. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.